Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where three infusion sets fell off on 06-jun-2024, 10-jun-2024 and 13-jun-2024 during use. Infusion sets were used for less than 24 hrs for all events. Blood glucose level was 140mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3